Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0170 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recw0170) have been reported from the same facility.

Event description:
It was reported that extension set came apart at connection between luer device and tubing on the powerglide, causing blood leakage. This report addresses the first device.